Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 714 mg/dl. The customer was admitted to the hospital at (B)(6) 2014 4a.m and was treated for diabetic ketoacidosis. The customer stated that there insulin pump was stuck in rewind. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No prime anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and a cracked reservoir tube lip.